Manufacturer narrative:
(B)(4)

Event description:
It was reported that one day after implant the atrial lead had dislodged. The lead was repositioned, but dislodged again. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition.